Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a vitrectomy probe did not cut during a vitrectomy surgery. It was unknown if the aspiration function was working. The procedure was completed with another probe. There was no patient harm. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the company representative. He indicated the probe did not cut and that the aspiration was functioning.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. One probe sample was returned for evaluation for the report of the probe not being able to cut (actuation). The returned sample was visually inspected and it was deemed nonconforming. Foreign material was present in the port face and on the cutter. The cutter was stuck in the port. Actuation testing was performed and it was deemed nonconforming. Cut testing was performed and it was deemed nonconforming. The probe was disassembled and the components inspected. There was approximately 0 to 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached from the coupling. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that at the beginning of the probe being used the adhesive bond failed causing the inner cutter to become detached from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. (B)(4).